Event description:
It was reported that two months after undergoing coil embolization of an aneurysm in the ba trunk assisted with an enterprise vrd (enc452212/10023620), follow-up angiography revealed cerebrovascular dissection proximal to the vrd markers. Action taken was administration of clopidogrel sulfate 50mg/day and cilostazol 100mg/day. The patient has been under observation. According to the physician, the relationship of the event to the device was possible since the possible cause of the event was that the vessel wall has been slowly damaged overtime due to the slight movement of vrd with every heartbeat. According to the physician, enc452812 was planned to be used in the procedure, however, due to the vessel stenosis, enc452212 was placed along the target aneurysm to prevent the vrd from overlapping into the site of stenosis. There was no issues noted accessing the site and it was not confirmed via angiogram that the guidewire went through the true lumen of the vessel. No dissection or complications were noted during the procedure, and it was confirmed via angiogram that there was no vessel dissection after the procedure was completed. During the event, the enterprise stent was patent, fully expanded, appose to the vessel wall and in a stable position. The procedural images are not available, and no further information is available.

Manufacturer narrative:
No information regarding the characteristics/size of the aneurysm. There was information regarding the characteristics/size of the aneurysm. The parent vessel size diameter proximal was 3.1mm and distally was 2.51mm. The vessel proximal to the vrd was stenosed (vessel diameter 2.1mm). Mrs was unknown. The patient has been prescribed antiplatelet agent but details unspecified. No information regarding inr, pt, ptt and the occlusion rate of the aneurysm. Prior to implanting the vrd, roadmaster/goodman, launcher/medtronic, chikai/asahi intecc, prowler select plus (606-s255x/lot unknown) were utilized. Other devices utilized during the procedure were, excelsior sl10/stryker, silverspeed/covidien (B)(4), gdc/stryker, ed 10/ kaneka (total 6). The procedural images are not available. Other products used during case consisted of two unspecified sheath introducers (25cm/5fr and 25cm/6fr), silverspeed 10/covidien (B)(4) (0.010inch, 200cm), chikai 14/asahi intecc(0.014inch/200cm), launcher/medtronic (str, 5fr/90cm), roadmaster/goodman (str, 6fr,90cm), 606-s255x (lot unknown), two excelsior sl10/stryker (str), gdc 10/stryker, ed 10 extra soft/kaneka (total6). The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that two months after undergoing coil embolization of an aneurysm in the basilar artery trunk assisted with an enterprise vrd ((B)(4)), follow-up angiography revealed cerebrovascular dissection proximal to the vrd markers. Action taken was administration of clopidogrel sulfate 50mg/day and cilostazol 100mg/day. The patient has been under observation. According to the physician, the relationship of the event to the device was possible since "the possible cause of the event was that the vessel wall has been slowly damaged overtime due to the slight movement of vrd with every heartbeat". It was initially planned to use a 28mm enterprise ((B)(4)); however, due to the vessel stenosis, a 22mm ((B)(4)) was placed along the target aneurysm to prevent the vrd from overlapping into the site of stenosis. The parent vessel size diameter proximal was 3.1mm and distally was 2.51mm. The vessel proximal to the vrd was stenosed (vessel diameter 2.1mm). There was no issues noted accessing the site. With follow-up investigation it was indicated that it was not confirmed via angiogram that the guidewire went through the true lumen of the vessel; however, it was reported that no dissections or complications were noted during the procedure and it was confirmed via angiogram that there was no vessel dissection after the procedure was completed. During the event, the enterprise stent was patent, fully expanded, appose to the vessel wall and in a stable position. The patient's medical history is not known and there is no information regarding aneurysm characteristics/size. The patient has been prescribed antiplatelet agent but details unspecified. The procedural images are not available, and no further information is available. Lake region and cordis lot number 10023620. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10023620. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Dissection is a known adverse event that may be associated with the use of the enterprise vascular reconstruction device and delivery system in the intracranial arteries as specified in the instructions for use. Although no definitive conclusion can be made based on the available information, the patient's comorbidity and vessel characteristics in the area proximal to the implanted enterprise vrd are factors that may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.